Event description:
It was later reported that the pump contained "clonidine/dilaudid 400/30 mcg/mg/ml" (it was unknown if that was the dose or concentration). The pump and catheter were replaced on (B)(6) 2011. The pump was replaced due to normal battery depletion and the catheter was replaced because it was "clogged". The patient was seen on (B)(6) 2011; "the patient is just fine and has no complaints".

Event description:
Patient experienced underdosing and had been in pain for the previous 5 to 6 days. Patient was hospitalized. Reporter thought that pump battery may be depleted. The pump was not interrogated and was not alarming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).